Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/stain on the distal tip of the device could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional facility reprocessing or event information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection . Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, tjf-q190v / evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that distal end with stains. This report is being submitted for the event found during evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned as part of the asset return process and the distal end had stains and was shaved. Additionally, the suction cylinder had no color, the grip had discoloration, the right/left knob had a scratch, the cover of the light guide bundle was damaged, and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.